Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states

Event description:
During a follow-up performed on (B)(6) 2015, the ventricular impedance and continuity were above 3000 ohms. A re-intervention was performed on the same date but it was not possible to insert a new lead (there were already four leads). It is unknown if the pacing/sensing functions were connected to the tachy lead or to the brady lead (non-sorin lead).

Event description:
During a follow-up performed on (B)(6) 2015, the ventricular impedance and continuity were above 3000 ohms. A re-intervention was performed on (B)(6) 2015 but it was not possible to insert a new lead (there were already 4 leads). It was discovered during the re-intervention that the brady lead (non-sorin lead) was broken (impedance above 3000 ohms).